Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed). The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed and the customer was able to clear the alarm but was not able to complete rewind. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1782k was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. Pump alarmed error 38 during rewind test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38. Pump history files and traces successfully downloaded using thus. Pump error 38 was also found in the history file with 14 occurrences on may 07, 2025 between 00:58 and 17:16. The pump was cut open to perform visual inspection and found the motor home switch was corroded. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Pump error 38 was confirmed during analysis due to a corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.